Event description:
The programmer and programmer head were returned to the company service department with no information and subsequently the programmer head tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the head was returned and analysis found that the cable was out of specification electrically.